Event description:
The lay user / patient contacted lifescan (lfs) on february 19, 2007 alleging a power issue on her one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. The patient has been unable to obtain a blood glucose reading for a week due to a power issue on her one touch ultra meter. She continued to take her insulin. At this time there is no information on the patient's medication/ insulin regimen. She mentioned briefly that she had borrowed meters to test her blood glucose; however, results were not provided. In the morning the patient went to her physician's office due to her abscess on her stomach and back. At that time she felt incoherent; however, there is no information on whether she felt incoherent prior to going to the physician's office or experienced symptoms while at the physician's office. She did not attempt to test her blood glucose prior to going to the physician's office. Her physician told her that her sugar was "out of control," and there is no information on what her reading was on the physician's meter. She was advised to go to the hospital for admission. She was admitted in the hospital around 11:00 am. Her blood glucose reading in the hospital was "around 500 mg/dl" and was treated with nph and novolin r insulin. The pt was in the hospital for a week and was discharged. She was treated for hyperglycemia and an abscess on her stomach; she claims she had an incision in her stomach. She replaced the battery sometime after being released from the hospital and obtained an error 2 on her meter. She was unable to afford to purchase another battery and decided to contact lfs for assistance. No further clinical information was provided about the incident. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, why she waited so long to contact lfs, and readings other meters she had borrowed to test her blood glucose. The patient was using the correct vial of test strips. The patient was unable/unwilling to verify with the meter powered on by pressing the power button or inserting a test strip all the way into the test strip port. The battery was correctly installed. The complaint is being reported because the patient alleges she was unable to test her blood glucose for a week. She developed symptoms and was admitted and treated in the hospital for hyperglycemia with a blood glucose around 500 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.